Manufacturer narrative:
Follow up #1 submitted: 09/11/2015. The pump was returned and investigated on 08/14/2015 by product analysis with the following findings: review of the black box data revealed records from may 16, 2015 ¿ august 14, 2015. The black box data did not reveal any records suggestive of short battery life. On investigation, the pump powered on using the battery cap that was returned with the pump for investigation. The battery cap was able to be fully tightened on the pump. The electrical current draws were evaluated and found to be within the required specifications. The pump was exercised without any indication of a battery life issue. The pump was opened for investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. Investigation did not confirm or duplicate a battery life issue and the pump was found to be operating as expected within the required specifications without malfunction.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging a power (battery life) issue. There was no further information reported. Animas customer support made several attempts to contact the reporter in follow up but was not successful in obtaining any additional information. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.